Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on august 13, 2017 due to high blood glucose. Blood glucose at the time of the admission was 370 mg/dl. The customer's blood glucose was 332 mg/dl at the time of call. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization no, less than 48 hours from taking it off. The customer states the insulin pump was exposed to fluid. The customer states went swinging and started to vibrate on the screen and could not get a response from pump. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, corroded electronic assembly and corroded motor assembly noted during visual inspection. Unit received with minor scratched lcd window, cracked case(battery tube), cracked case and cracked retainer. Unit passed the dat test.